Event description:
It was reported that episodes of non-sustained rv oversensing were observed through merlin.net transmission. Review of transmission noted intermittent oversensing of the bi-v pace. Programming changes were recommended. Patient will continue to be monitored. Patient was doing fine.